Event description:
New information indicates the patient did experience a slow allergic reaction to the device. The device was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the patient experienced a possible allergy to the device. An allergy test kit was sent to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - allergy.

Manufacturer narrative:
Analysis confirmed normal device characteristics. (B)(4).